Manufacturer narrative:
G4: 29oct2020. B4: 11jan2021. The manufacturer's product support engineers (pse) evaluated the unit and confirmed the reported problem. The pse replaced the data acquisition (da) unit to resolve the reported issue. The data acquisition board assembly was returned for evaluation. Failure investigation (fi) technician could not replicate problem. No errors occurred during testing of the returned part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The manufacturer's product support engineers (pse) found the code for proximal pressure sensor range error in the unit's diagnostic report during preventative maintenance. There was no reported patient involvement.